Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. Three photos were also received and evaluated. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. A leak test was performed, and the device failed confirming the complaint. Corrective actions are in progress to address root cause investigation. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when a leak check before using the product was being performed an alarm occurred from the anesthesia machine. There was no patient involvement, and no patient harm reported.